Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were charging too frequently. The patient stated that they would charge their implantable neurostimulator (ins) every night or ever morning. It was noted that the most they had to charge was for an hour. The patient stated that now their device was going completely dead within 24 hours. Two days prior to the date of this report, the patient went to charge their ins and it was almost completely dead and took four hours to recharge. It was noted that the patient hadn¿t recently been reprogrammed, switched to a new group, or had the need to increase parameters. The patient mentioned that they saw a manufacturer representative and they were ¿playing with it¿ a little bit, trying to get the ins to do something in their back. They tried to get stimulation in a different area of the patient¿s back, but it was unsuccessful so they didn¿t change anything. Afterwards, the patient¿s left leg started to tingle a lot, so they decreased stimulation and the tingling resolved. The patient reported that they have recently been getting tingling in both their left and right leg that they weren¿t able to resolve using the programmer. No falls or traumas were reported that could be related to this issue. The patient was to follow up with their healthcare provider (hcp) and mentioned an appointment scheduled in (B)(6), but they were going to try to get in sooner. No further complications were reported or anticipated. Indications for use are non-malignant pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their battery had only went down the two times that were previously reported. Afterwards, the patient stated that they contacted the manufacturer and it had been working okay since. The patient stated that they would call back if the battery goes down again. No further complications were reported or anticipated.